Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaws wouldn't open or fully close during case. Surgeon was able to remove instrument from patient without using an instrument release kit (irk). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tips were completely closed or completely open as they were stuck in between. Staff was not able to open successfully the tips after they became stuck in the near closed position. No tissue entrapment was reported. The irk was not used but site was able to pull it out through the cannula. No physical damage was noted.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the jaw opened and closed properly. The instrument passed the energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.